Manufacturer narrative:
(B)(4).

Event description:
The hcp reported a patient's intrathecal drug delivery pump had flipped in the pocket. The problem was confirmed by x-ray or CT. No patient symptoms were reported. The drug used in the pump is baclofen. Additional information has been requested from the hcp, but was not received on the date of this report.